Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer advised the insulin pumps stated the rewind was complete but it is not. Customer advised it seemed frozen and they were unable to put the vial in. Customer advised they would call back to troubleshoot the insulin pump.